Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a flo-gard infusion pump with a backup buzzer that did not sound, was confirmed and reproduced during product evaluation. The root cause of the condition was determined to be a broken positive battery cable due to customer mishandling. The battery harness was replaced to correct this condition. A service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. (B)(4).

Event description:
During device evaluation by baxter on a flo-gard infusion pump, a backup buzzer did not sound. There was no patient involvement in this event. No additional information is available.